Manufacturer narrative:
The device was returned for analysis. The reported suture detachment was not confirmed. However, a posterior needle to cuff miss was observed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a thoracic aortic aneurysm (taa) interventional procedure. Reportedly, the second proglide device failed as the suture broke when the trimmer was advanced. The suture of a new proglide device was successfully pre-placed. The sheath was upsized to a 22f and the taa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.